Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with injection vancomycin (1 gram, route, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovering from the event. Additional information was requested but is not available. This is report 3 of 3.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter minicap. This report involves the same patient as in cmplnt-(B)(4) and cmplnt-(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.